Manufacturer narrative:
The investigation for the positioning issue has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely attempt to recross the valve wirelessly.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support due to st elevation myocardial infarction (stemi) and ventricular tachycardia (vt). While on support, cp pigtail was caught in papillary muscle. Physician pulled back to advance and popped across valve, peel away was still in place. So, decision was made to place new cp instead of using the one that came out of the body. The patient survived the event.